Event description:
It was reported when using the bd pyxis¿ medstation¿ es, system was not launching and was not rebooting. This was showing white screen with error message ¿cannot get pyxis to boot up¿. The customer reported that the malfunction occurred while user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database was corrupted. A technical support specialist dropped the database and ran a full synchronization as per the knowledge article ¿proper datasync procedure & how to place new db in es station¿ to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.